Event description:
A materials specialist reported a patient was dissatisfied following implantation of a multifocal intraocular lens (iol). The lens was exchanged for a monofocal lens. Add¿l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Add¿l info was requested on (B)(4) 2012, (B)(4) 2013 by phone, email and mail. A completed questionnaire has not been received. (B)(4).